Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified. Patient demographics requested however not provided. The event reportedly occurred in the nicu; therefore it is presumed the patient was a neonate child/neonate.

Event description:
During a site visit by a bd representatives, biomed reported lvp stopped infusing- customer stated ; " see blue latch worn down section." Although requested there are no additional details provided at this time.